Manufacturer narrative:
Ebr submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Ebr has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, ebr, or its employees that the device, ebr, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable.

Event description:
It was reported on (B)(6) 2026, during a wise crt system implant procedure at (B)(6) the physician implanted the battery (m3100) and transmitter (m4100) without issue. Following closure of the transmitter pocket, transseptal access was obtained using a 13f agilis sheath, and the delivery sheath (m2000) and electrode catheter (m1000) were advanced into the left ventricle for electrode positioning. During attempts to position and deploy the electrode within the left ventricle, the patient experienced a sudden drop in blood pressure. Imaging identified a pericardial effusion. Emergent intervention was initiated, including request and insertion of a cardiothoracic synthesis kit. In a new position from previous attempts the electrode was successfully deployed in basal lateral position with biv pacing noted. The cardiothoracic synthesis kit was inserted and chest compressions were performed. A sternotomy was performed, and a left ventricular mid-lateral wall perforation was identified and surgically repaired. An impella device was inserted for hemodynamic support. The patient exited the operating room in stable condition and was transferred to ut southwestern medical center for further care. No further information was provided.

Manufacturer narrative:
The investigation remains ongoing and has not yet been completed. A supplemental report will be submitted once the investigation is complete.